Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp 011979 - the dentist reported that 2 months after dental implant was installed in intraoral region 4#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved, the patient presented bone type iii, immediate implant and immediate load were performed and bone graft was executed.